Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. The pump was visually inspected 41541 error code was found. The customer's stated problem was verified. Further investigation of the pump determined that a faulty latch lock flex was the root cause of the issue. According to the investigation, the pump latch lock flex will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error codes 41541 and 1003. No patient was involved in this event. No adverse effects were reported.